Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was "broken" and customer had to use another cable to charge the pump. Customer's blood glucose was 481 mg/dl. A replacement usb cable was sent to the customer.